Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: fns/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hongkuan, l. , caosheng, l., zhiping, z., chaoqiang, w., and xinlin, y. (2022) femoral neck system vs. Four cannulated screws in the treatment of pauwels iii femoral neck fracture, journal of orthopaedic science, vol. Xx (xx), pages 1 -6 ( china ). The aim of this retrospective study was to compare the clinical efficacy of the femoral neck system (fns) vs. Four cannulated screws in pauwels iii femoral neck fractures. Between january 2017 and february 2021 2021, patients with newly occurred type pauwels iii femoral neck fracture treated at author¿ hospital. The patients received fns (n = 27) or four cannulated screws (control group, n = 31). Twenty-seven patients, including seven males and 20 females, were included in the fns group. Their mean age was 57.6 ± 8.7 years (range, 23 - 65 years). The mean follow ¿ up period was unknown. The following complications were reported as follows: fns group. - 3 patients had short femoral neck. - 1 patient had femoral head necrosis. A copy of the literature article is being submitted with this medwatch. This report is for an unk - constructs: fns. This is report 1 of 1 for (B)(4).